Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an inadequate seal. They were unsatisfied with its seal wherein after multiple seals on tissue, it kept on bleeding. There was no patient injury.